Event description:
During a supraventricular tachycardia / atrioventricular nodal reentrant procedure, fluoroscopy revealed a fracture in the catheter during advancement into the coronary sinus. The device was exchanged and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Aone decapolar, inquiry steerable diagnostic catheter was received for evaluation. The reported fracture in the catheter shaft could not be confirmed, however a bend in the shaft was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the bend remains unknown.